Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited an error 226. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unit displaying the color bars screen, faulty cable, and connector failing the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the unit is displaying the color bars screen and giving an error code due to a faulty cable, and connector failing the leak test. The most probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.